Event description:
On (B)(6) 2023 this peritoneal dialysis (pd) patient contacted fresenius customer service. The patient stated they were in the hospital due to peritonitis. During a follow-up attempt with the peritoneal dialysis registered nurse (pdrn) it was reported that the patient was transitioned to in-center hemodialysis. No further information was provided. Additional attempts to obtain information were unsuccessful.